Event description:
It was reported that during setup for a procedure at the user facility the neptune rover shocked an employee. The employee was not harmed, and the procedure was completed successfully with a different device, with no surgical delay, medical intervention, or adverse consequences to the patient or employee.